Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a presented with left main infarct due to acute myocardial infarction and was scheduled for an impella cp device implant for support during percutaneous coronary intervention. The right common iliac artery was occluded, and the vascular course of the left leg was poor. An attempt was made, however, to insert the impella cp from the left femoral artery, difficulty delivering was encountered, and the device was withdrawn. The impella cp could not be implanted due to poor vascularity in both legs, and the decision was made to perform coronary artery bypass graft surgery without mechanical circulatory support. There was no report of harm to the patient.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The cause of the delivery issue was most likely due to the patient condition. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿